Manufacturer narrative:
No lot code or sample was provided by the customer, therefore specific lot information could not be evaluated. No root cause could be determined. (B)(4).

Event description:
A complaint of infectious corneal abcess with lenses was received. No additional information was provided.